Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. He replaced the electronic patient gas system (epgs). The unit operated to the manufacturer¿s specifications. During laboratory analysis, the product surveillance technician (pst) observed the epgs to function as intended. There was no fluctuation of fraction of inspired oxygen (fio2) values observed during testing.

Manufacturer narrative:
The reported complaint could not be confirmed. The service repair technician (srt) could not verify the reported complaint. The stepper motors and flowmeter were replaced as a precaution. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: the electronic patient gas system (epgs) was calibrated without issue for a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019. During the cpb procedure the perfusion team set the value of fraction of inspired oxygen (fio2) around 70% on the central control monitor (ccm) and the actual value was fluctuating down largely from the set value to in the mid 50%, which was noticeable on the blood parameter monitor (bpm) in a change in the patients po2 value. The value did finally stabilize out at about 70%, but the team noted that it took longer than normal for the fio2 to reach its stable set point. The team did not hear any audible noise, or alarms/alarm messages during this incident. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm associated with the event.

Manufacturer narrative:
Updated block: event description.

Manufacturer narrative:
Updated blocks: d4, d11 and h4.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the fraction of inspired oxygen (fio2) was fluctuating on its own. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.